Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the female luer of an interlink extension set could not connect to a non-baxter product. This occurred during set-up. There was no patient involvement. No additional information is available.